Event description:
It was reported the dib00 model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). In a secondary surgical procedure, the iol was explanted due to complaints of a dark arc like shadow temporal periphery; per doctor dx negative dysphotopsia. The explanted iol was replaced with a non-johnson & johnson surgical vision 19.5 diopter lens. There was no patient injury and no incision enlargement to remove the iol however, planned pars plana vitrectomy and limbal relaxing incisions (lri) were performed. Patient outcome post-lens exchange was reported as excellent. No further information is available.

Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information unavailable. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 20-mar-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received inside a specimen cup. The lens was visually inspected under magnification revealing that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and further inspected, and no issues that could cause or contribute to the complaint issues were observed. Complaint issue "dysphotopsia - negative" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.